Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the adverse event, as the lifevest was able to administer an appropriate defibrillation. There is no indication open r781 caused or contributed to the patient death as the system was able to detect vf rhythm on the date of event. In addition, the latest available ECG recording strip ((B)(6) 2023 9:27:00:am) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole and nine inappropriate treatments. The device was started up at 07:58:02 on (B)(6) 2023. At 08:47:31, an arrhythmia was detected. ECG shows vf. At 08:49:42, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:58:41, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:00:14, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:00:53, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:01:30, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:02:33, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:03:39, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:04:16, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:07:27, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:08:36, the patient received the sixth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:09:04, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:10:26, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:12:38, the patient received the eighth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:13:09, the patient received the ninth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off transitioning to sinus rhythm @ 90 bpm with CPR/ electrode lead fall off. The device was shut down at 09:27:48 on (B)(6) 2023.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole and nine inappropriate treatments. The device was started up at 07:58:02 on (B)(6) 2023. At 08:47:31, an arrhythmia was detected. ECG shows vf. At 08:49:42, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:58:41, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:00:14, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:00:53, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:01:30, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:02:33, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:03:39, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:04:16, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:07:27, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:08:36, the patient received the sixth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:09:04, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:10:26, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity/electrode lead fall off. At 09:12:38, the patient received the eighth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off. At 09:13:09, the patient received the ninth inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/intermittent cardiac activity/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with CPR/intermittent cardiac activity/electrode lead fall off transitioning to sinus rhythm @ 90 bpm with CPR/ electrode lead fall off. The device was shut down at 09:27:48 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.